Manufacturer narrative:
(B)(4). An investigation will not be performed. Reporter indicated that the set was discarded and is not available for eval. The cause of the reported disconnection is unk.

Event description:
Customer reported when maxplus connector is attached to the IV line the luer lock has a tendency to unscrew itself and disconnect from the IV line. Customer attached a connector to the luer lock on the end of an IV line and watched it unscrew and pop off. This happens while pt is receiving infusions of medications and fluid boluses. No pt harm but there was a delay with the infusion. No medical intervention was required. Although requested, no add'l pt or event info was provided.